Event description:
It was reported by the caller that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer continued using the current pump for insulin therapy.